Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Pelvic paralysis [paralysis muscle local skeletal]. Haemorrhage [genital bleeding]. Lower back pain [low back pain]. Joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2025. The most recent information was received on 09-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 56 year-old female patient who had essure inserted (lot no. B34624) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain (seriousness criterion intervention required), paralysis ("pelvic paralysis"), genital haemorrhage ("haemorrhage"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia had not resolved. The outcomes for abdominal pain, paralysis, genital haemorrhage and back pain were unknown. No causality assessment was received for essure with regard to genital haemorrhage, paralysis, back pain, abdominal pain or arthralgia. The reporter commented: discrepancy noted in date of occurrence: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. According to bayer qa, the lot number b34624 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2025: quality safety evaluation of product technical complaint. Case comments: an not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Pelvic paralysis [paralysis muscle local skeletal]. Haemorrhage [genital bleeding]. Lower back pain [low back pain]. Joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 01-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 56-year-old female patient who had essure inserted (lot no: b34624) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain (seriousness criterion intervention required), paralysis ("pelvic paralysis"), genital haemorrhage ("haemorrhage"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the arthralgia had not resolved. The outcomes for abdominal pain, paralysis, genital haemorrhage and back pain were unknown. No causality assessment was received for essure with regard to genital haemorrhage, paralysis, back pain, abdominal pain or arthralgia. The reporter commented: discrepancy noted in date of occurrence: on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.